Event description:
The customer reported that the paramedics were called to her home due to hypoglycemia. The paramedics removed the insulin pump from the customer, and accidentally dropped and cracked it. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads.